Event description:
It was reported that a routine follow up took place and this device exhibited out of range pace impedance measurements on the atrial and ventricular channel. The polarity for the atrium and ventricle were changed from bipolar to unipolar sensing due to loss of capture in the bipolar sensing vector. The device was tested again weeks later and the pace impedance measurements appeared normal with the bipolar sensing vector for the atrial lead but not for the ventricular lead. The polarity of the ventricular lead remained in unipolar and all tested results were within normal range, but high out of range pace impedance measurements and high outputs with loss of capture in the bipolar sensing configuration. Another follow up was booked. A request for technical review was needed. Ts reviewed the provided data and noted that the first high impedance measurement was recorded within a month from implant. Ts discussed a terminal connection issue, such as under insertion could not be excluded. An x-ray was suggested to evaluate the connection of the system. At this time the right ventricular (rv) lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that a routine follow up took place and this device exhibited out of range pace impedance measurements on the atrial and ventricular channel. The polarity for the atrium and ventricle were changed from bipolar to unipolar sensing due to loss of capture in the bipolar sensing vector. The device was tested again weeks later and the pace impedance measurements appeared normal with the bipolar sensing vector for the atrial lead but not for the ventricular lead. The polarity of the ventricular lead remained in unipolar and all tested results were within normal range, but high out of range pace impedance measurements and high outputs with loss of capture in the bipolar sensing configuration. Another follow up was booked. A request for technical review was needed. Ts reviewed the provided data and noted that the first high impedance measurement was recorded within a month from implant. Ts discussed a terminal connection issue, such as under insertion could not be excluded. An x-ray was suggested to evaluate the connection of the system. At this time the right ventricular (rv) lead remains implanted. No adverse patient effects were reported. Additional information noted that a review of x-ray images showed that the terminal position was fine, but ts could not see the setscrew. Recently the patient presented for a routine follow up. This device exhibited loss of capture in both unipolar and bipolar settings. A revision took place, and the lead was disconnected from the device. The lead was tested which showed normal measurements, but once the lead was connected to the device again there appeared to be a malfunction thus a new device was implanted. The explanted device was expected to be returned while the lead remains implanted with the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.